Manufacturer narrative:
The referenced admission for possible pump thrombosis was reported under medwatch MFR report #2916596-2016-00566. (B)(4). Approximate age of device ¿ 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient expired on (B)(6) 2016. The patient suffered an ischemic stroke with unspecified residual effects. The decision was made to withdraw lvad support on (B)(6) 2016 due to a decreased quality of life. The patient expired the next day. In (B)(6) 2016 the patient had been evaluated for general malaise and a lactate dehydrogenase (ldh) level that was greater than 900 u/l. At that time it was determined that the patient would not receive a pump exchange and was discharged to home on hospice care.

Event description:
Additional information: the patient experienced a previously unreported stroke on (B)(6) 2016. At the time, lvad parameters showed an estimated flow of 5.0 lpm and the pump power was 6.0 watts. On (B)(6) 2016, at the time of the second stroke the patient¿s inr was 1.3 with a goal of 2-3. The lvad estimated flow was 5.1 lpm and the pump power was 6.0 watts. The patient's anticoagulation regimen included apixiban and full dose aspirin. On (B)(6) 2016, a CT scan revealed a new low density area in the subcortical white matter of the right parietal region consistent with an area of infarction that was new since the previous (B)(6) 2016 exam. The CT scan also showed the old right frontal and left occipital areas of infarction. There was no evidence of an acute intracranial hemorrhage.

Manufacturer narrative:
No equipment was returned for evaluation. The pump was not explanted and is not available for investigation. A specific cause for the report of ischemic stroke and a correlation to the device could not be conclusively determined. The instructions for use lists stroke as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.